Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had received an unexpected restart alarm and was damaged. The customer¿s blood glucose level was 130 mg/dl. The customer states the piece missing from the pump. The customer has not experienced multiple unexpected restart alarms after battery change. Troubleshooting was performed for damage and the customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed the unexpected restart error test and displacement test. No unexpected restart error alarm or general alarms, reset time/date anomaly after change battery noted during testing. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, broken battery tube threads, cracked reservoir tube lip, cracked case at reservoir tube window corner, stained address/serial number label and stained end cap sticker. No broken reservoir tube lip noted. A test reservoir locked properly in reservoir tube and no anomaly noted.